Event description:
It was observed that during the device evaluation, the subject exhibited corrosion on the air/ water nozzles. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed the presence of corrosion/foreign material on the device; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.